Event description:
It was reported that a patient underwent a cardiac ablation procedure with a qdot micro catheter and during the procedure, high force and error 106 (force catheter sensor error) were observed. Reconnection of the catheter and of the tx eco-cable did not solve the issue. As the error occurred after 4 hours, with no previous errors, the catheter was replaced, which solved the issue. There was no adverse event reported on the patient. This event was originally assessed as not MDR reportable. The device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection and a force test was performed. Visual inspection revealed foreign reddish material, presumably blood, was found inside the pebax. Further examination under microscopic imaging revealed a separation between the pebax and electrode section, and the reddish material inside it. This finding is MDR reportable.

Manufacturer narrative:
The device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection and a force test was performed. Visual inspection revealed foreign reddish material, presumably blood, was found inside the pebax. Further examination under microscopic imaging revealed a separation between the pebax and electrode section, and the reddish material inside it. The device was connected to the carto 3 system, and it was recognized; however, the device was not visualized, as error 105 and 106 were displayed on screen. Due to this condition, the handle of the device was dissected, and resistance of the sensor pads on the printed circuit board (pcb) was measured and the results were found out of specifications. A dissection was performed right after at the tip area, and an open circuit was identified. In addition, further investigation of the peek housing section revealed that there was insufficient adhesive on the wires. A manufacturing record evaluation was performed for the finished device, and no internal action was found during the review. The force issue reported by the customer was confirmed. The potential cause of the open circuit could not be determined. The root cause of the adhesive condition and pebax separation are traced to the manufacturing process. The pebax damage and magnetic sensor error are unrelated to the issue reported by the customer. The instruction for use (IFU) contains the following warnings and precautions: in order to prevent damage to the catheter tip, use the insertion tube supplied with the catheter to advance or retract the catheter through the hemostatic valve of the sheath. After insertion, slide the insertion tube back toward the handle. Do not scrub or twist the tip electrode because damage to the tip electrode bond may occur and loosen the tip electrode, or damage to the contact force sensor and affect measurement accuracy. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).